Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported incomplete coaptation. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported single leaflet device attachment (slda) resulting in mitral valve regurgitation (mr) was due patient pre-existing anatomy. Patient returned symptomatic with dyspnea and worsening of disease progression of heart failure. The reported patient effects of mitral regurgitation and dyspnea are known possible complications associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device will not be returned for evaluation, this device was implanted. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
On (B)(6) 2025, the patient presented with grade 4 degenerative mitral regurgitation (mr) and disease progression of heart failure for a mitraclip procedure. During the procedure, one mitraclip was successfully implanted. The mr was reduced to grade 1 post procedure. On (B)(6) 2025, single leaflet device attachment(slda) occurred from posterior leaflet. Per the physician, slda was due to the patient's pre-existing anatomy. Recurrent mr of grade 4 was reported. Patient returned symptomatic with dyspnea and worsening of disease progression of heart failure. On (B)(6) 2025, a redo procedure was performed. Additional mitraclip xtw was implanted lateral to first one. The mr was reduced to grade 2-3 post procedure. There was no clinically significant delay.